Manufacturer narrative:
All of the buttons functioned properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during our visual inspection. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported via phone, the insulin pump wouldn't rewind. Customer's blood glucose was 290 mg/dl. Customer stated the insulin pump alerted low reservoir and customer had arrived home from church. Customer was unable to choose the reservoir set up function on the device. The act button was unresponsive. Customer didn't recall any significant event which may have caused the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.